Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was failed to alert and the act button become unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that buttons need to be pressed multiple times to activate functions and insulin pump rejected the battery. The customer reports upon battery change audible alert on insulin pump. The device will not be returned for the analysis.